Event description:
During preventive maintenance (pm) performed at the customer site, the thermogard xp ivtm system (B)(6) displayed tcmid:05 (coolant diff failure) error message. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) performed at the customer site, the thermogard xp ivtm system (B)(6) displayed tcmid:05 (coolant diff failure) error message. The probable root cause for error message was a failure of the lm34 a/b temperature sensor and wire harness assembly, likely attributed to the age of the device. The console is 12 years old and was manufactured in january 2011, past the expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05. The lm34 a/b sensor and the wire harness assembly to pic16 and the cooling engine (ce) were replaced to remedy the issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with (B)(6).